Event description:
It was reported that the patient with this pacemaker had exhibited infection and that this device started to migrate in the pocket. Additionally, this device was breaking through the patient's skin. A revision was performed and the pacemaker along with the right atrial (ra) lead and right ventricular (rv) lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.